Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,h2,h3,h6,h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal end light guide bundle glass is heavily chipped, universal cord fractured a definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - facility name - (B)(6) hospital). E1 - address - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an image that was not bright. The event occurred during sedation - device inside patient for a therapeutic cholecystectomy procedure and the procedure was completed with an olympus back-up device but there was a less than a 30minute procedural delay. There were no reports of patient harm.